Manufacturer narrative:
Engineering evaluations results: the device evaluation was performed based on what was reported to gore and images attached to the event as the device was not returned for analysis. The instructions for use, directions for use section states to position an aortic balloon inside the proximal region of the trunk after the ipsilateral leg deployment. The balloon should be quickly inflated and deflated to seat the aortic end of the endoprosthesis. Without a physical sample to evaluate, the physician¿s observation that while the constraining system was reportedly released, however, the proximal end of the trunk-ipsilateral leg endoprosthesis was not still completely deployed cannot be conclusively confirmed. The likely cause for the apparent reported trunk-ipsilateral leg endoprosthesis not fully deployed could not be determined from the information provided.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair for abdominal aneurysm enlargement using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg endoprosthesis was attempted to be implant infrarenally. The proximal deployment line was pulled entirely, however, the proximal portion of the trunk-ipsilateral leg endoprosthesis was not fully deployed. It was reported the constraining system was reportedly released, however, the proximal end of the trunk-ipsilateral leg endoprosthesis was not still completely deployed. The ipsilateral leg portion of the endoprosthesis was reportedly successfully deployed. Ballooning was reportedly not performed to the proximal portion of the trunk-ipsilateral leg endoprosthesis, because the patient's aortic neck was shaggy. However, imaging revealed the proximal portion of the trunk-ipsilateral leg endoprosthesis was still not fully deployed. At this point the decision was reportedly made to balloon the proximal of the trunk-ipsilateral leg endoprosthesis. It was reported the ballooning was successful and the proximal of the trunk-ipsilateral leg endoprosthesis was expanded. The patient tolerant the procedure.